Manufacturer narrative:
(B)(4). Correction: per the clinic, the patient experienced an abutment loss; not fixture loss as previously reported. This report is filed august 16, 2016. Implanted device remains.

Manufacturer narrative:
This report is submitted on july 28, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818, exemption number (B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). It is unknown whether there are plans to reimplant the patient as of the date of this report.